Event description:
It was reported that the syringe-needle combo "took a long time to draw."

Manufacturer narrative:
It was reported that the syringe-needle combo "took a long time to draw." According to the reporting facility, "patients could feel the needle being inserted." No other details about product use have been provided. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No sample was returned for evaluation and a root cause was unable to be determined. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.